Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of two puncture sites in the left common femoral vein was attempted using four proglide devices with an 8f sheath after an atrial fibrillation ablation procedure. Reportedly, with the first proglide, no suture was present when the needle plunger was removed after deployment. Another proglide was used successfully to achieve hemostasis at that access site. Three proglides were attempted to close the other access site; however, there was also no suture present when the needle plunger was removed after deployment of those devices. Manual compression was applied to achieve hemostasis at that access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.